Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that the wicks did not pull 24oz under 30 seconds. The patient has received 30 defective wicks. It is unclear if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There was no patient involvement. There were no health consequences nor impact reported by user. Thus, this event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that the wicks did not pull 24oz under 30 seconds. The patient has received 30 defective wicks. It is unclear if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).